Manufacturer narrative:
Medwatch sent to FDA on 04/22/2016 the reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. A review of device labeling reveals: warnings and precautions: the physiological response of the patient to the presence of orbera may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms.

Event description:
Reported as: a patient with the orbera intragastric balloon had the "balloon removed due to hyper-insufflation."

Manufacturer narrative:
Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. Dark blue discoloration was observed on approximately 3/4 of the balloon and light blue discoloration was observed on 1/4 of the balloon. White particles were observed on the outer surface of the device. A fill test was performed and no blockage or resistance to flow was observed. A valve test was performed and no blockage or resistance to flow was observed. A leak test was performed and leakage was noted. Microscopic analysis noted five striated openings above the radius of the device, consistent with device removal.

Event description:
Additional information reported, "the patient experienced sudden picture of pain and vomit. The endoscopy confirmed balloon hyper insufflated."